Event description:
It was reported that the external pulse generator (epg) which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification during incoming inspection due to a display backlight issue related to a connector on the main printed circuit board. It was also noted that the output connector assembly was broken . The upper and lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.